Manufacturer narrative:
Findings: pump was received with button error alarm due to corroded keypad traces. Unit had cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 188 mg/dl. The customer stated that he pressed a button and nothing happened and half hour later the button work again. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.